Event description:
Information was received indicating that a smiths medical medfusion pump had an out of box failure. The pump kept getting a check clutch/plunger error message. The issue occurred during pre-test and there was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, check clutch plunger lever was noted. Device underwent occlusion testing, confirming the reported customer complaint as the position pot cable was unplugged. This was then plugged into the main board as a result. The problem source has been determined to be manufacturing.